Event description:
It was reported that a physician trained in the use of the proglide device attempted to place sutures for post-procedure arteriotomy closure using the preclose technique in both the right and the left femoral arteries prior to an interventional procedure (aortic abdominal aneurysm/endograft). Reportedly, when the needle plunger was removed a suture retrieval issue occurred (either no sutures present or only one suture was present). The device was removed and another proglide device was placed with the same results. Hemostasis was achieved at the end of the interventional procedure using the pre-placed sutures. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the patient returned for scheduled follow-up on (B)(6) 2010 and what appeared to be a "piece of suture" was visible at the arteriotomy site. The physician described what he saw as like a "bee sting", a small bump with what looked like a "bee stinger" visible at the skin surface. It appeared to be approximately 1 cm. The physician called in another cardiologist and using a hemostat pulled what was thought to be the proglide suture out without any problem. After the physicians examined the piece of material it was determined that the object was not part of the proglide suture, the piece of material was not blue in color but appeared to be "white or slightly opaque". The physicians are also not sure where the piece of material originated. There were no reported adverse patient effects. Though requested, patient data including past medical history was not provided.

Manufacturer narrative:
(B)(4). A review of the device history record for this lot did not produce any findings relevant to this report. No root cause for the reported experience could be determined.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. (B)(4).